Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.

Event description:
The customer reported a communication failure between the handheld and docking station. The docking indicator repeatedly turned off and on. Info was later provided to masimo that all five indicators on the rds were blinking in a two to three second cycle, and the device was connected with a philips monitor and no error or alarm is shown on the display when the communication failure occurs. No pt incident was reported.